Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a subtotal gastrectomy procedure. The device didn't close a staple line. The surgeon who used the product stated that this was the first time he came across with such a problem, generally he uses the product all the time and he is pleased with the outcome. However, he only saw the issue with this lot numbered product. The clips did not get out of the cartridge and didn't close the staple line. Meaning, there were no lost clips through the staple line. The procedure was completed by suturing the open line manually by the surgeon. There was no consequence to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Additional information was obtained: lot: n4mc8t. Manufacture date: 12/20/2017 expiration date: 11/30/2021 the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.